Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had multiple surgeries and the wound would not heal after surgery. The incisions were still open and seeping even if wound care was provided. No infection was suspected as the patient was taking antibiotics and wound vac was utilized. The patient underwent an explant procedure. No device malfunction was suspected.